Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cups of the subject device could not be opened and closed. The manipulation wire of the subject device detached from the fixing hole of the cup. The distal end of the manipulation wire was partially missing. The fixing hole had a scratch. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the wire detachment and the wire missing might occur due to any of the following possible causes. The wire was subjected to a load since the user forcibly withdrew the subject device from the angulated endoscope. The wire was subjected to a load since the user forcibly pulled the slider of the subject device while the insertion portion of the subject device was rounded small. The instruction manual of the device has already warned as follows; *do not withdraw the biopsy forceps while the endoscope is angulated. Doing so could cause the manipulation wire to detach from the cups. A part of manipulation wire could be damaged and detached to fall off into the patient¿s body or the wire may stick out and damage the endoscope and/or cause bleeding or damage the mucous membrane. Using the equipment with a detached wire could cause bleeding or damage to the mucous membrane.

Event description:
It was reported that the cups of the subject device could not be opened and closed before use. On april 16, 2018, olympus medical systems corp. (Omsc) found that a foreign substance adhered on the distal end of the subject device and the manipulation wire was partially missing. Therefore, omsc determined that the subject device was used during the procedure. There was no patient injury reported. This is the report regarding the missing of the manipulation wire.